Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 20 mg/dl at the time of the incident and current blood glucose was 125 mg/dl. The customer was treated with food. The customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose and was advised to call health care professional to discuss possible causes of low blood glucose. The devices will not be returned for analysis.